Event description:
It was reported that PICC nxt single lumen broken into 3 pieces. Patient had line in for 18 months. He has been receiving daily ertapenem 30 min infusion. The line was replaced. Details: inserted (B)(6) 2013 - right basilic vein; internal length 32 cms, external length 4.5 cms at sve/ra junction.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.